Manufacturer narrative:
H.6. Investigation: sixty (60) samples and one (1) photo were provided for investigation. The returned samples were visually examined using 10x magnification and it was observed that there was a light scratch in each of the returned samples. It was also noted that the scratches were in similar locations on the syringe barrel and that the scratches were on the non-printed side of the barrel. One (1) photo was also provided for investigation. The photo shows five (5) syringes in a row next to a note with the material number and lot number that the customer provided. Based on the similar location and size and shape of the scratches it appears that a sharp object contacted the syringes during the printing process. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number reported by the customer does not exist for this material number. H3 other text : see h.10.

Event description:
It was reported that "deep scratches" were found in the barrels of 60 bd luer-lok¿ syringes before use during the assembly process. The following information was provided by the initial reporter: "during assembly process deep scratches were discovered on 60 each syringes." "The lot number cannot be confirmed and the total production size run with the syringes was 120."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "deep scratches" were found in the barrels of 60 bd luer-lok¿ syringes before use during the assembly process. The following information was provided by the initial reporter: "during assembly process deep scratches were discovered on 60 each syringes." "The lot number cannot be confirmed and the total production size run with the syringes was 120."